Event description:
Intersect ent was notified on (B)(4) 2013, of a patient that was reported to have experienced mt lateralization and the return of symptoms 3 weeks following sinus surgery and placement of propel. Patient is scheduled for in-office procedures to correct left sides symptoms. The company is taking a conservative approach in reporting this event.

Manufacturer narrative:
Middle turbinate lateralization is a condition that may occur post fess. Mild to moderate middle turbinate lateralization is not likely to cause any detrimental effect in patients. It may impair direct visualization of the sinus cavity, however, will not impair breathing. Severe middle turbinate lateralization may cause obstruction of the sinus drainage, thereby, increasing the chances of recurrent sinus infection. It is not likely that mt lateralization by itself may cause or contribute to permanent impairment of body function or permanent damage to a body structure which would necessitate medical intervention beyond routine care, however, this patient will be undergoing lysis of left nasal synechiae as well as balloon dilation.